Event description:
It was reported, that the deflectable videoscope had an error code (error e218 scope malfunction). The issue occurred, during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex deflectable videoscope exhibited a scope malfunction error e218. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, g2. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the cause of the error message e218 was likely due to the abnormalities in the internal circuit boards mounted in the image sensor unit and connector. These abnormalities are caused by irregular stress that was applied to the bending section and internal circuit board. However, a definitive root cause could not be identified. The event can be inspected by following the instructions for use which state: the instruction manual operation manual ¿ltf-s190-10, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system, inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.